Event description:
It was reported that the patient received inadequate shocks. It was also reported that the right ventricular (rv) lead had noise, a possible fracture and high threshold. The rv lead pace/sense portion and high voltage b (hvb) portion were capped and replaced. The superior vena cava (svc) portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: 2 - patient alert for lead failure predictor on (B)(6) 2012 09:01:35 and (B)(6) 2012 08:53:42. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 15:00:07. Weekly pace impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 494 to 4047 ohms peak between (B)(6) 2012. Sensing - interference/noise: ventricular short interval count v-sic=2701.8 counts avg/day, in 1.02 days, between (B)(6) 2012 08:37:11 and (B)(6) 2012 08:59:39.